Event description:
The physician reported that the captor valve on the distal body delivery system was leaking throughout the deployment procedure, more so when either the grey positioner or coda catheter were in place in the captor valve. The estimated blood loss from the leaking valve was approx 250ml. The pt did not require any additional procedures due to this occurrence. The grafts were placed successfully and the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: investigation in progress.